Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. This product is an instrument and was not implanted into the patient.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. This product is an instrument and was not implanted into the patient.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient reported experiencing pain and inflammation in the knee approximately one year post-implantation. A steroid injection was given in the knee due to impingement of the femoral implant on the it band due to overhang. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-03175, 3007963827-2021-00267, 3007963827-2021-00268, 3007963827-2021-00269, 0001822565-2021-03176, 0001822565-2021-03178. Medical product femur cemented (cr) standard nitrided right size 7, item# 42572606202, lot# 64858067; articular surface (mc) right 12 mm height, item# 42522100412, lot# 64250680; articular surface (mc) right 11 mm height , item# 42522100411, lot# 64444760; tibia cemented 5 degree stemmed right size d, item# 42532006702, lot# 64765324; headed screw 48 mm length, item# 00579104100, lot# 64249523; headed screw 48 mm length, item# 00579104100, lot# 64810228. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain, inflammation, and has had a high white blood cell count since she had an initial right knee arthroplasty. The patient stated that the surgeon told her that he gave her a different size because there was not an option available in her size because she is a smaller person. Patient also stated that she is allergic to nickel. Attempts to obtain additional information have been made; however, no more information is available at this time.